Event description:
Procedure type: low anterior resection with end-to-end anastomosis. According to the reporter: when closing the device, the wingnut felt hard, but the surgeon applied it. After firing, the donut had to be manfully cut to remove the device. It was then noted that half of the staples were not properly formed and some fell from the anastomosis. All of the fallen staples were removed from the patient and the anastomosis was over sewn. Surgery time was extended an hour and a half as a result of the manual suturing. Oozing bleeding under 200cc also occurred. Patient is under observation.